Manufacturer narrative:
Stryker further evaluated the removed small keypad assembly and determined that the cause of the reported issue was due to the code summary button. The button was damaged/shorted. This caused the small keypad to not function and non-critical buttons on the main keypad to not function.

Event description:
The customer contacted stryker to report that some buttons on the main keypad on their device are unresponsive. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The technician observed that the printer on the small keypad was stuck on which caused the reported issue. After replacing small keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that some buttons on the main keypad on their device are unresponsive. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.